Manufacturer narrative:
During the device evaluation, the water bottle connector was found detached, caused by rotation stress of the water supply connector when attached to the scope connector. Additionally, the bending angles were tight and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the evis lucera elite colonovideoscope water vapor interface [connector] detached. The issue was found during reprocessing after a diagnostic enteroscope procedure. There was no patient or user harm reported due to the event. The subject device was received at an olympus service center for evaluation. During inspection and testing, scope error e315 was observed, and was found to be due to damage to the charge coupled device (ccd) unit. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image (error e315) was the charge coupled device (ccd) unit was damaged during user handling of the device. Olympus will continue to monitor field performance for this device.